Event description:
It was reported occlusion alarms occurred causing the customer's blood glucose level to exceed 600 mg/dl. Elevated blood glucose was addressed with a manual dose injection. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery, no additional assistance was required.